Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the tip of the thunderbeat handpiece broke inside the patient's abdominal cavity during a therapeutic laparoscopic hysterectomy and bilateral salpingo-oophorectomy (bso). The broken piece was removed, and the remainder of the handpiece is intact. The procedure was completed with a backup device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Updated fields: g1, d9, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. Inspection found no signs of the probe tip detaching or breaking off. The probe tip is fully intact with no signs of cracks or hairline cracks. Based on the results of the investigation, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.